Event description:
The customer reported to olympus, that the maintenance unit had loose connector port, cover for power switch was missing, and power switch was cracked. The issue was found during maintenance for an unknown diagnostic procedure. Inspection and testing of the returned device found the power switch at the front of the unit was damaged with a cracked protective cover, unlit light emitting diodes (leds), and a torn off plastic cap. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air gauge was loose at the front due to worn out air joint unit and connector socket, the cover of the power switch was missing, and the power switch was cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the power-switch protective covering damaged and led failure to light up cannot be identified. Olympus will continue to monitor field performance for this device.